Event description:
According to medical records, tee was performed in 2001 and demonstrated severe paravalvular aortic insufficiency with dehiscence of a portion of the sewing ring. The valve was explanted and replaced with a 20mm aortic homograft. At explant, the valve was found to be unseated with disruption of the annulus.